Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and reported cardiac arrhythmia, hypertension, and other clinical events could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2018 the patient experienced a right lung laceration which was repaired. On (B)(6) 2018 the patient experienced atrial fibrillation with rapid ventricular rate. The patient was placed on IV amiodarone without effect and then given digoxin. On (B)(6) 2018 the patient experienced significantly increased shortness of breath and dysphagia. The patient was suspected to have a combination of fluid overload and chronic obstructive pulmonary disease. The patient was placed on noninvasive positive-pressure ventilation and high doses of diuretics. The patient reportedly had a moderate sized left sided pleural effusion and a small right sided pleural effusion. The patient underwent a thoracentesis for drainage. The patient also experienced hypertension starting on (B)(6) 2018. The patient was reportedly hypotensive on (B)(6) 2018. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2018 due to chronic obstructive pulmonary disease (copd) unrelated to the device. Cardiac arrhythmia and hypertension are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced atrial fibrillation with rapid ventricular rate. He was placed on IV amiodarone without effect and given digoxin. The site previously demonstrated consolidation in the left lower lobe appears slightly larger in size. A moderate-sized left pleural effusion appears stable in size, however, slightly more complex in character compared to prior study. A small right-sided pleural effusion is present. Significantly increased shortness of breath; suspect combo of fluid overload and chronic obstructive pulmonary disease, placed on nasal intermittent positive pressure ventilation (nippv). Plan to increase primacor, stop dbtx to help atrial fibrillation. The site added vasopressin if needed for mean arterial pressure (map)> 65, and diurese with high dose diuretics per heart failure team. The patient experienced a latrogenic laceration of right lung. He was hypotensive overnight, vasopressin was started, and was negative one liter. He no longer had a bilevel positive airway pressure and was on high. They plan to stop lisinopril given hypotension and wean down milrinone. Consistent with digoxin and aldactone. The patient¿s shortness of breath significantly increased; was on 2l yesterday and now on 6l + venti mask. He was transitioned to optiflow with some improvement, but remains mouth breathing and accessory muscles. He was started on nippv trial for shortness of breath, given high dose diurectics and increased nebulizer treatments. The patient was hypotensive with map of 50. Started vasopressin drip. Hold lisinopril. Decrease milrinone. 25% of albumin was given once.